Event description:
It was reported that the right ventricular lead exhibited an increase in impedance and pacing thresholds. No further information available.

Event description:
New information received states that no device intervention was performed. There were no adverse consequences to the patient due to the impedance and pacing threshold anomalies. Patient presented in clinic for follow-up on (B)(6) 2017 and no further alerts were noted. Patient was stable.